Manufacturer narrative:
Event date is approximate. The diamondclean charger is an accessory to the diamondclean power toothbrush system. Charger serial numbers was provided. This complaint was received from (B)(6). (The consumer was reported from (B)(6) to the retailer in (B)(6)).

Event description:
Describe event or problem: the consumer reported that their diamondclean toothbrush charger cable burnt. No injury or property damage was reported.

Manufacturer narrative:
Analysis results: the root cause of the customer¿s complaint was a burned charger.